Event description:
Additional information received noted that there was a reoccurrence of post-paced t wave oversensing. No interventions were performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. There were no patient consequences.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) exhibited a reoccurrence of post-paced t-wave oversensing. No intervention was performed, and the patient's status was unknown.